Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalization with high blood glucose level and diabetes ketoacidosis on (B)(6) 2018. Customer's blood glucose value was 190 mg/dl at the time of the incident, blood glucose was 436 mg/dl, blood glucose was over 400 mg/dl, current blood glucose was 190 mg/dl. The symptoms was vomiting and stomach. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was wearing the insulin pump at the time of admission. The customer was treated with manual injection and insulin pump. The customer also had a change sensor alarm and sensor adhesion issues. Troubleshooting for the sensor issues was completed but was inconclusive. The sensor was returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details